Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the left side frame is broken at a weld where the back cane goes into the side frame.